Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece indicated is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. On september 29, 2015 the (B)(4) voluntary recall was expanded to include acrysof® iq toric models sn6at6, sn6at7, sn6at8 and sn6at9 based on an increased complaint rate for these models. The manufacturer internal reference number is: 2015-19863

Event description:
Additional information was provided by the surgeon, who reported that the patient experienced difficulty seeing the morning after surgery. On the second postoperative day the patient had developed hyperemia, anterior chamber cells, anterior chamber flare and fibrin. Two day later a vitrectomy was performed. The symptoms recovered after the vitrectomy. The clinical judgement was described as non-infectious. A bacterial inspection was performed with a negative result from the aqueous humor and vitreous fluid.

Event description:
An ophthalmologist reported that two days following an intraocular lens (iol) implant procedure, the patient had difficulty seeing objects and had developed aseptic endophthalmitis. The following morning the patient became blind. Drug treatment was required. The outcome is recovered.